Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death.

Event description:
Initial reporter indicated that their patient had high lead impedance. They were also having an increase in seizures, and it was unknown if they were over the patient's pre vns seizure rate. The patient is autistic, so site cannot tell if he still feels stimulation or not. The site noticed something wrong when they had a gradual increase in seizures, and the patient's magnet doesn't work anymore. They had been trying to control the patient's seizures by increasing the settings, but wouldn't work. No falls, trauma, or manipulation as far as the parents know, but patient is autistic so can't really know for sure. It was recommended that the vns be programmed to zero and revision surgery is planned. X-rays were reviewed by the treating physician that did not reveal to them a lead break.